Event description:
It was reported that the insulin pump did not save data for the last 1 to 2 months, making it impossible to create reports exceeding 7 days within the carelink professional software. The blood glucose reading was 5.6 mmol/l. The caller did not provide any further information regarding the history anomaly. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.